Event description:
It was reported that prior to using the programmer for a case, while preparing, it was noticed that a message kept appearing stating that the analyzer lost communication with the programmer and to cancel or restart. After several attempts to restart the issue persisted. The programmer and analyzer were returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis could not confirm that the analyzer lost communication with the programmer. Analyzer passed all functional and systems tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2067l radio frequency head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.